Manufacturer narrative:
Follow up with the surgeon's office and surgical facility provided additional information that confirmed the brand of suture removed during the patient's recent surgery was fiberwire. The preoperative diagnosis for the recent surgery was: stiff right little finger secondary to flexor tendon scar. The postoperative diagnosis was: flexor tendon rupture plus scar. During the operation, the surgeon removed the ruptured tendon, all suture, as well as some subcutaneous tissue; there was no sign of inflammation or reaction. The case was completed successfully and the patient was referred to a post-operative physical therapy program. No additional adverse consequences have been reported from this event. This device is used for treatment. Device part/lot number confirmation was requested but not provided; the facility does not track suture part/lot numbers as part of the implant log. Part no. Ar-7227-01 was therefore assigned to this complaint. The explanted suture was requested for evaluation but was not returned; the cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (dfu-0065) warns of common non-absorbable suture reactions (which) may include minimal acute inflammatory tissue reaction, pain, edema, and erythema at the wound site. Labeling also states the suture is made of ultra high molecular weight polyethylene (uhmwpe) and polyester braided over a uhmwpe core. Additional materials may include nylon, silicone elastomer coating, and cyanoacrylate. The potential causes of this event have been communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported by the patient that she experienced a foreign-body reaction to the suture used in a hand surgery approximately two years ago. She stated the symptoms had been present for almost two years; the suture was recently removed by the surgeon at the patient's request. The reaction symptoms were described by the patient as including pain, tissue hardening, swelling, shiny/glassy skin, and decreased range of motion. In addition, the patient reported a history of reactions to multiple other suture materials and implants.